Manufacturer narrative:
An MDR is indicated for this complaint. A patient was implanted with a prodisc c vivo implant on (B)(6) 2023. Patient was experiencing pain and it was found that the implant had migrated anteriorly. The surgeon removed the implant on (B)(6) 2024 and the patient was fused. A DHR review found no anomalies associated with the complaint. Complaint trending found that the rate of complaints was within the levels outlined in the risk documentation. A review of the risk documentation found that the harms associated with the complaint are identified and mitigated to a level where the clinical benefits outweigh the risks. The removed implant was not returned from the hospital and therefore no device evaluation could be completed. The removal was completed due to device migration, a cause for the migration is unknown. The submission is 1 of 1 devices involved in this event.

Event description:
A patient was implanted with a prodisc c vivo implant on (B)(6) 2023. Patient was experiencing pain and it was found that the implant had migrated anteriorly. The surgeon removed the implant on (B)(6) 2024 and the patient was fused.